Event description:
It was reported that the charger for an ilet bionic pancreas was not functioning as expected during charging, despite the device being positioned correctly with the case removed and a solid green indicator on the charger. Symptoms included no reported adverse physiological effects. Outcomes included the need for product support and replacement supplies. Investigation included telephone troubleshooting and user education. Investigation of this case revealed that the charger appeared to power but did not transfer charge to the device as perceived by the user. It was concluded that a charger-related performance issue was suspected and a replacement was provided.